Event description:
During an in clinic follow up, it was suspected the right ventricular (rv) lead had perforated the heart wall as the patient had complained of pain. The rv lead was explanted and was not replaced. It is not anticipated the rv lead will be replaced. The patient was stable and it was reported the pain was gone following the explant of the rv lead.